Event description:
It was reported that the patient presented in clinic for routine follow up, increasing threshold and decreased r waves were observed. The lead was capped.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.